Event description:
Patient had signs of right sided failure. During the surgery a small thrombus was found in the right ventricle near the triscupid and pulmonary valves. A defect between the right and left atria was found causing right to left shunting.